Event description:
A venatilator shut down while in use on patient. It was noted that there was audible alarm for 'device alert' prior to shut down. However it shut down before a caregiver was able to take action. The internal battery was found depleted and that caused the ventilator not to last long enough after audible alarm for low battery. Please note that there was no death or no server injury involved in the incident.